Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited instances of loss of capture (loc) resulting in patient syncope; instances of noise were also observed. It was noted that the minute ventilation (mv) sensor had been programmed off resulting in fewer episodes though not a complete elimination. Trend data showed evidence of labile and high, but in-range, pace impedance measurements with normal thresholds below 1v. The device was reprogrammed doo with no further episodes. Boston scientific technical services (ts) discussed the possibility of a system or lead integrity issue and advised additional testing. No further action has been performed or planned to date. No additional adverse patient effects were reported. This system remains in service.